Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Manufacturer narrative:
Additional information to the investigation stated that the present report relates to the complaint (B)(4) reported by the (B)(6) for the medstream 40ml pump (B)(4) implanted on (B)(6) 2013. Investigation: transaction logs: the provided transaction logs of the pump (B)(4), from (B)(6) 2014 were analyzed. Based on the available transactions logs, no anomaly was noted. No conclusion could be found to the reported event. In-field follow-up (march 12th 2014): a follow-up was performed by the sales representative (B)(6) with the in-field engineer (B)(6): in a general manner, the surgeon was satisfied of the product. A standard refill was performed on (B)(6) 2014 where the codman medstream fill level sensor (fls) reported only 32.74 ml in its reservoir after 40 ml of fluid was expected to be delivered. It was decided to bring the patient back on friday, (B)(6) 2014, to interrogate the pump to determine if the original fls reading might have been wrong. In preparation for this, based on bridge bolus volume and daily flow, the probable remaining volume in the reservoir was calculated when the patient came back. Two calculations were performed, the first was based on the original fls reading and a second based on what was a ¿typical¿ volume after filling a 40 ml pump, 38 ml. The patient was interrogated three times back-to-back and the fls read 29.83 ml which was nearly what the calculations predicted (29.48) based on an original fill volume of 32.74. This showed the original fls reading was accurate. It was decided to empty the pump to see how much drug came out and compare actual fluid to the fls reading of 29.83 ml. Once emptied, the pump produced right at 29.8 ml of fluid and upon re-interrogation the fls read empty, 0.00 ml. The pump was then refilled with 26 ml of new drug. Each syringe was visually reviewed by most everyone in the room to confirm the plungers were as accurate as possible. When refill was complete, the pump was interrogated and the fls showed 24.62 ml. Which was within the normal variance of drug loss/remaining in the tip of the syringe, tubing set, filter, and needle. A second confirmation that the fls was accurate. Device history record review: the device history record of product code 91-4200, lot cmjcdb; serial number (B)(4) was reviewed and confirmed that the product was conformed to the specifications when released stock. Conclusion the complaint cannot be confirmed as insufficient information was provided after several requests. Based on the information received, no root cause was determined. The follow-up received from the sales representative confirms that there is no issue with the product. However, the most probable cause of the reported event might be associated with a user error during the refill process. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the provided transaction logs of the pump nmbj3k, from (B)(6) 2014 (pump refill date) to (B)(6) 2014 were analyzed. Based on the available transactions logs, no anomaly was noted. No conclusion could be found to the reported event. ¿the clinician expected to see a return of 40cc of drug. Instead the return of drug was 32.74ml¿. A follow-up was performed by the sales representative. In a general manner, the surgeon was satisfied of the product. Two calculations were performed, the first was based on the original fls reading and a second based on what was a ¿typical¿ volume after filling a 40 ml pump, 38 ml. The patient was interrogated three times back-to-back and the fls read 29.83 ml which was nearly what the calculations predicted (29.48) based on an original fill volume of 32.74. This showed the original fls reading was accurate. When refill was complete the pump was interrogated and the fls showed 24.62 ml. Which was within the normal variance of drug loss/remaining in the tip of the syringe, tubing set, filter, and needle. A second confirmation that the fls was accurate.¿ the device history record was reviewed and confirmed that the product was conformed to the specifications when released to stock. Based on the information received, no root cause was determined. The follow-up received from the sales representative confirms that there is no issue with the product. However, the most probable cause of the reported event might be associated with a user error during the refill process. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Additional information stated: on 3/11 additional information explained "I want to thank all of you for giving codman the opportunity to work through the questions and concerns that developed after the recent refill of a medstream pump on (B)(6). Quick review, standard refill performed on (B)(6) where the codman medstream fill level sensor (fls) reported only 32.74 ml in its reservoir after 40 ml of fluid was expected to be delivered. It was decided to bring the patient back on friday, (B)(6) to interrogate the pump to determine if the original fls reading might have been wrong. In preparation for this, we calculated, based on bridge bolus volume and daily flow, what should be in the pump when he returned. We had two calculations, the first was based on the original fls reading and a second based on what we agreed was a "typical" volume after filling a 40 ml pump, 38 ml. The patient was interrogated three times back-to-back and the fls read 29.83 ml which was nearly what the calculations predicted (29.48) based on an original fill volume of 32.74. This showed the original fls reading was accurate. It was decided to empty the pump to see how much drug came out and compare actual fluid to the fls reading of 29.83 ml. Once emptied, the pump produced right at 29.8 ml of fluid and upon re-interrogation the fls read empty, 0.00 ml. We then refilled the pump with 26 ml of new drug. Each syringe was visually reviewed by most everyone in the room to confirm the plungers were as accurate as possible. When refill was complete the pump was interrogated and the fls showed 24.62 ml. Which was within the normal variance of drug loss/remaining in the tip of the syringe, tubing set, filter, and needle. A second confirmation that the fls was accurate."

Event description:
Rep reported that during a refill the pump was interrogated after the refill was completed and the clinician expected to see a return of 40cc of drug. Instead the return of drug was 32.74ml. There was no adverse patient consequences. The device remains implanted.